Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation the zilbs-635-6-8 device of lot number c1711877 or c1768495 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. A kink was observed on the outer sheath approx. 1.5cm from the distal end of the handle. Separation of the clear section of outer sheath was observed approx. 31 cm to 37 cm from the distal tip. A kink was observed on the inner catheter approx. 0.2 cm from distal tip. Damage/ roughness was observed along outer sheath approx. 13 cm to 29 cm from distal tip the device flushed with no issues but a 0.035¿ wire guide could not pass the kink just below the handle. Handle moved to hub during evaluation, but inner catheter did not move due to separation on outer sheath. The red safety tab and stent were not returned. Document review prior to distribution zilbs-635-6-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for (B)(6) of lot number c1711877 or c1768495 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has or has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number c1711877 or c1768495. It should be noted that the instructions for use are ifu0065-3. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the position of the device on the endoscope and/ or difficult patient anatomy. Resistance during advancement possibly due to position of the elevation on the endoscope. This possibly resulted in the kink forming just below the handle, resulting in separation of the clear section of the outer sheath during attempted stent deployment. As the damage to the device is extensive and the user indicated that resistance was met during stent deployment and that the patients anatomy was extremely difficult, it is possible that the patient¿s anatomy was difficult/tortuous which may have contributed to device failure. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require additional procedures as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to additional information being received on 10-feb-2021 and device being evaluated at cirl on 12-feb-2021. Additional information received 10-feb-2021: per rep - 10feb2021. 1. Are images of the device or procedure available? N/a. 2. At what stage of the procedure did the complaint occur? During stent placement. 3. Was the red safety lock removed before inserting the delivery system? No. 4. Was the red safety lock removed before stent deployment? Yes. 5. Did the patient exhibit altered anatomy? No. 6. If yes, please specify the type of altered anatomy: 7. Did the patient have any pre-existing conditions? N/a. 8. If yes, please state the specific condition(s): 9. Was resistance encountered when advancing the delivery system to the target location? There was some resistance. 10. If yes, how did the physician deal with this resistance? Tech pulled back on wire and doctor pushed introducer forward. 11. Was there resistance felt passing the delivery system through the stricture? Unknown. 12. Was any damage noted on the wire guide before, during or after the procedure? No. 13. Did the patient require any additional procedures as a result of this event? Unknown. 14. If yes, what intervention was required? 15. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Unknown. 16. Were any other defects (other than the complaint issue) observed on the delivery system prior to return? No. 17. If yes, please specify what other defect(s) were observed: 18. Can I confirm that the event description means the introducer split along the length of the device or does it mean the outer sheath separated from the handle or somewhere else on the device? If it is somewhere else on the device please specify where on the device this was. Review device sent back to cook. I don¿t recall where the exact damage occurred. Description of event: per rep - (B)(6) 2020 - outer catheter material of introducer split during deployment. Per rep - (B)(6) 2020 - the procedure was not completed. They were able to get a stent in the left duct but the device that broke in the right duct could not be replaced because they did not have the right stent to finish the procedure. It is not known if another stent will be placed. It depends on how the patient does. Patient outcome: did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? Unknown. Did the patient require any additional procedures due to this occurrence? Not at this time. If yes, please describe. Did the product cause or contribute to the need for additional procedures? Not at this time. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. 3.0 rpn prefix: zilbs. 3.1 for all complaints, request the following: 3.1.1 was a sphincterotomy or balloon dilation performed prior to use of the stent device? No. 3.1.2 was post-dilation performed after the placement of the stent? Was not placed. 3.1.3 what brand of endoscope was used with the device? Olympus. 3.1.4 what was the target location for the complaint device? Right hepatic duct. 3.1.5 was the device flushed through both flushing ports before the procedure, as per IFU? Yes. 3.1.6 details of the wire guide used (name, diameter, hydrophilic)? .035 450 cm boston scientific guidewire - dream wire - hydrophylic coated at tip. 3.1.7 was resistance encountered when advancing the wire guide or delivery system to the target location? Some resistance. How did the physician deal with this resistance? Got the wire up the right hepatic duct as far as they could. 3.1.8 was the patient's anatomy tortuous? No. 3.1.9 did the tip of the delivery system cross the target location? Yes. 3.1.10 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Not that the rep observed. 3.1.11 was the stent being placed through the side wall of a previously placed stent? No. 3.1.12 was the elevator in the down position during deployment? No. 3.1.13 are images of the device of procedure available? Unknown. 3.2.7 sheath separation: 3.2.7.1 details of the wire guide used (diameter, hydrophilic, make)? See above. 3.2.7.2 was high resistance encountered during stent deployment? Yes. 3.2.7.3 was the patient's lesion heavily calcified / was the patient anatomy tortuous? Not tortuous and not known if calcified. 3.2.7.4 was pre dilation conducted prior to stent deployment? No. 3.2.7.5 was the device flushed through the flushing port(s) before the procedure, as per IFU? Yes. 3.2.7.6 was the delivery system damaged/kinked/twisted? Not before trying to deploy it. 3.2.7.7 was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? No.

Manufacturer narrative:
PMA/510(k) #: k163018. Annex g: g04023 - catheter. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - (B)(6) 2020 - outer catheter material of introducer split during deployment. Per rep - (B)(6) 2020 - the procedure was not completed. They were able to get a stent in the left duct but the device that broke in the right duct could not be replaced because they did not have the right stent to finish the procedure. It is not known if another stent will be placed. It depends on how the patient does. Did any unintended section of the device remain inside the patient¿s body? -no if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? -unknown did the patient require any additional procedures due to this occurrence? -not at this time. If yes, please describe. Did the product cause or contribute to the need for additional procedures? -not at this time. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? -no. Has the complainant reported that the product caused or contributed to the adverse effects? -no. Please specify adverse effects and provide details. .0 rpn prefix: zilbs. For all complaints, reqeust the following: was a sphincterotomy or balloon dilation performed prior to use of the stent device? -no. Was post-dilation performed after the placement of the stent? -was not placed. What brand of endoscope was used with the device? -olympus. What was the target location for the complaint device? -right hepatic duct. Was the device flushed through both flushing ports before the procedure, as per IFU? -yes. Details of the wire guide used (name, diameter, hydrophilic)? .035 450 cm boston scientific guidewire - dream wire - hydrophylic coated at tip. Was resistance encountered when advancing the wire guide or delivery system to the target location? -some resistance. How did the physician deal with this resistance? -got the wire up the right hepatic duct as far as they could. Was the patient's anatomy tortuous? -no. Did the tip of the delivery system cross the target location? -yes. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? -not that the rep observed. Was the stent being placed through the side wall of a previously placed stent? -no. Was the elevator in the down position during deployment? -no. Are images of the device of procedure available? -unknown. Sheath separation: details of the wire guide used (diameter, hydrophilic, make)? -see above. Was high resistance encountered during stent deployment? -yes. Was the patient's lesion heavily calcified / was the patient anatomy tortuous? -not tortuous and not known if calcified. Was pre dilation conducted prior to stent deployment? -no. Was the device flushed through the flushing port(s) before the procedure, as per IFU? -yes. Was the delivery system damaged/kinked/twisted? -not before trying to deploy it. Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? -no.